Event description:
A zoll distributor returned electrode pack sn (B)(4) and reported that the electrode belt therapy electrodes were non-functional.

Manufacturer narrative:
Device eval: device eval of electrode belt sn (B)(4) has been completed. The reported problem (non-functional te's) has been confirmed. Upon investigation, the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the cable connecting ECG a and the front therapy electrode. There was evidence of physical abuse to the electrode belt. The root cause for the open wire was excessive force. No adverse event resulted from the open pulse wire.